Manufacturer narrative:
The insulin pump passed functional testing. No unexpected vibrate anomaly or display anomaly noted. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratched liquid crystal display window and scratched reservoir tube window. The insulin pump communicated properly with blood glucose meter. The blood glucose value on the meter was displayed on pump screen. No duplicated meter reading noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reporterd by the cusomer's mother, that the customer's insulin pump was malfunctioning. The mother stated that the insulin pump would vibrate and the light would turn on and it would display the blood glucose level from when the customer was last tested. Customer's blood glucose level at the time 147mg/dl. Advised insulin pump would be replaced. No additional information was provided.